Manufacturer narrative:
Combination product: yes the returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the stent is deformed at its distal end. Several stent struts are bent outwards and are everted. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the stent is deformed at its distal end. Several stent struts are bent outwards and are everted. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (stenosis degree: 90 percent) in a mildly tortuous rca. After poba at the stenotic area using scoreflex trio, the size of the des was determined using ivus. When delivering the orsiro mission to the lesion, it was unable to pass through the stenotic area. When removing the orsiro mission from the guiding catheter in order to use the guideplus, a damage (deformation) to the stent edge was noticed. The deformed stent was removed and a stent from another company was used and procedure completed.